Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold the day after implant. Physician elected to monitor and suspected micro dislodgement. This rv lead was revised successfully and to date, this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.